Event description:
It was reported by repair work order that the ratchet bars were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was determined that the bent components would not prevent the device from being raised, lowered, and locked into position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by repair work order that the ratchet bars were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.